Event description:
It was reported that the lead exhibited an insualtion anomaly. The lead was capped and replaced during a routine defibrillator change out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.